Event description:
It was reported that the vertical lift column on the 9800 system would intermittently not go down. No pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.